Event description:
The customer reported a separation of the silicone segment at the lower fitment. Chemo had previously been infusing; at the time of the event approximately 10 ml of very dilute rescue medication (mesna) leaked. There was no patient harm or medical intervention. No additional patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: 01/15/2014. Internal file no: (B)(4). The affected product has been received and the evaluation is pending. A follow up report with failure investigation results will be submitted once the evaluation is completed.